Manufacturer narrative:
Concomitant medical products: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2017, product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient with an implantable neurostimulator (ins). The indication for implant was non-malignant pain. It was reported the patient had been struggling recharging. He could get 8 bars but had to remain standing to do so. Also, one of the leads had migrated cephalad slightly and laterally. They had been reprogrammed not using the migrated lead and they were able to cover most of the patient¿s pain areas. However, the recharging burden was going to be too much because the patient had chemo and radiation in his future. A battery replacement with a primary cell battery and lead revision were performed. No further complications were reported/anticipated.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturing representative indicated that the ins charging was overly sensitive to position, and it was difficult to recharge. The ins was replaced with a primary cell ins. No further complications were reported or anticipated.

Manufacturer narrative:
Analysis determined that the implantable neurostimulator (B)(4)had reduced battery capacity due to overdischarge. There w as no significant anomaly. If information is provided in the future, a supplemental report will be issued.